Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking mechanism was stuck and would not rotate during surgery.

Manufacturer narrative:
Device was not returned and no photos were received; therefore, condition of the device is unknown. The lot numbers of the products are unknown; therefore, the device history records and complaint history could not be reviewed. This device is used for treatment. Device was not returned for evaluation; therefore a root cause cannot be determined at this time.

Manufacturer narrative:
This report is being amended to reflect changes. New information received shows product was manufactured by zimmer (B)(4) reference (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device was not returned and no photos were received; therefore, condition of the device is unknown. DHR review indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. DHR review shows no deviations to the standard manufacturing process. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. This device is used for treatment. Complaint history found no additional complaints for this part and lot combination. Device was not returned for evaluation; therefore a root cause cannot be determined at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The correction contained within this report has no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.